Manufacturer narrative:
Follow-up # 1 ¿ (01/05/2015), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 1/13/2015 and evaluated by lifescan product analysis on 1/19/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading blood as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the product issue began at 5:48 pm on (B)(6) 2014. She alleged, date/time unknown, she obtained blood reading as control solution results of ¿255, 127, 138, 165, 181 and 107 mg/dl¿. The patient manages her diabetes with a combination of diabetes medications (invokana and insulin). She denied taking any action in response to the alleged issue. She reported, about ¿7 hours¿ after the start of the issue, she developed symptoms of ¿clammy, sweaty¿ and consumed food and/or drink to treat her symptoms. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the patient¿s test strips were stored correctly and she was using the correct testing steps. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged power issue began.